Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure occurred. The field service engineer (fse) inspected legacy drawer, and the retractor band cable was replaced. Despite this, the failure could not be cleared. The failed cubie was manually removed from the drawer, and medications were unloaded. The prescription was tested in the application and confirmed functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer with oxycodone and fentanyl was inaccessible, and the recovery failed despite rebooting. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.